Manufacturer narrative:
H6: investigation summary a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20115208. Additional information was not available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115208 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. However, following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally, please note that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: not allowing flush to go through, has experienced similar issues previously. Changed/replaced with another bung and no issues noted.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: an invalid lot # of 20115208 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: not allowing flush to go through, has experienced similar issues previously. Changed/replaced with another bung and no issues noted.